Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting high capture threshold measurements which was suspected to be caused by the patients anatomy. A new device was implanted. No additional patient effects were reported.